Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 247 mg/dl at the time of the incident. The customer reported that they called earlier about motor errors that started to happen 2 months. Customer states they are receiving an compromised force sensor system alarm. Customer states the drive support cap appears normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with flushed drive support disk. Compromised force sensor system alarm during basic occlusion test due to flushed drive support disk. Pump passed displacement test. Unable to perform occlusion test, prime test and excessive no delivery test due to the compromised force sensor system alarm.